Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after she changed the set 4 times. The customer stated that she then noticed that the reservoir was expired so she changed it again and was able to clear the alarm. However, when it was time to change the set again, she received a no delivery alarm during prime. Blood glucose value was 183 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.